Manufacturer narrative:
Patient information: unknown, information not provided. The device will not be returned for analysis as stated by the customer. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Lens is not being returned.

Event description:
It was reported that a za9003 model intraocular lens(iol) was explanted from patient's right eye as the lens was slightly decentered and patient complained of blurry vision and also seeing the edge of lens. Incision enlargement and vitrectomy were not performed but sutures was done as a precaution. This event was observed during post operative examination. Additional details from follow up states that there was no patient injury. The replacement lens used is a same model but different diopter lens. Patient was discharged successfully without any complaints. Suspect product is not being returned. Patient/user outcome: visual acuity pre-operative: 20/30, visual acuity post-operative: 20/30. No further information provided.